Event description:
The customer contacted stryker to report that their device would no longer power on. There was no patient involvement in this event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The initial MFR report# 0003015876-2023-01271 and stryker reference# (B)(4), submitted on 07/18/2023, was submitted in error. This report was found to be a duplicate of the initial MFR report# 0003015876-2023-01068 and stryker reference (B)(4), submitted on 06/13/2023.

Event description:
The customer contacted stryker to report that their device would no longer power on. There was no patient involvement in this event.